Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error and low battery alarm. The customer¿s blood glucose level was 309 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error or low battery alarms were noted during testing; however, power error and low battery alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, keypad overlay texture damage, broken reservoir tube lip, damaged display window cover, and severely scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.